Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the pump had a history settings issue and the hcp thought the a1c was too high. This complaint is being reported because of the alleged malfunction.